Event description:
The pt had 2 leads (from the same lot) implanted as part of her scs trial system. The pt underwent a procedure for a trial scs system on (B)(6) 2013. On (B)(6) 2013, the pt disconnected the trial leads from the mts, bent over to tie her shoes and experienced pain in her low back and legs which would not cease. The pt was taken to the emergency room and the trial leads were removed and the pain was resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.